Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28935778, was reviewed. The pump was manufactured on may 30, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The cause of the complaint remains inconclusive. As previously mentioned, the pump was troubleshooted with normal saline flush and all contents returned. The pump was then refilled and the nurse stated, "pump has flowed fine since". On (B)(6) 2025, intera oncology spoke with the physician and confirmed the patient did not experience an adverse reaction. As of today, the device remains implanted on the patient. The cause of the complaint remains inconclusive. Note: the physician declined to provide the required FDA patient information.

Event description:
Intera oncology received a report of an empty pump. The nurse mentioned an empty pump at a first refill back on (B)(6) 2024, that was not reported to intera. The pump serial number is (B)(6) and the arterial delivery flow rate listed on the label is 1.3 ml. The pump was implanted on (B)(6) 2024. Per the nurse, the pump was troubleshooted with normal saline flush and all contents returned. The pump was then refilled and the nurse stated, "pump has flowed fine since".

Event description:
Intera oncology received a report of an empty pump. The nurse mentioned an empty pump at a first refill back on (B)(6) 2024, that was not reported to intera. The pump serial number is (B)(6) and the arterial delivery flow rate listed on the label is 1.3 ml. The pump was implanted on (B)(6) 2024. Per the nurse, the pump was troubleshooted with normal saline flush and all contents returned. The pump was then refilled and the nurse stated, "pump has flowed fine since".

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28935778, was reviewed. The pump was manufactured on may 30, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The cause of the complaint remains inconclusive. As previously mentioned, the pump was troubleshooted with normal saline flush and all contents returned. The pump was then refilled and the nurse stated, "pump has flowed fine since". As of today, the device remains implanted on the patient. Intera oncology has been in communication with the clinic to obtain the required patient information. As of today, the information has not been received. Once intera oncology obtains updated information, we will submit a supplemental report to the FDA.